Event description:
It was reported that the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 4 and 24 hours. Insulin was reported to be leaking during wear. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). Upon pod removal, the cannula appeared to be bent. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone16.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the bottom housing and environmental seal found no damages or manufacturing defects that would indicate that the pod deployed into either. No timeouts or drive stalls were observed. The cause of the reported unsure properly inserted event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent or kinked. No problems were observed regarding the reported bent kinked cannula. A leak test was conducted successfully, no leaks were observed. The exposed portion of the soft cannula was observed to be damaged at the distal tip above the cross drill. The timing and cause of the observed cannula damage could not be determined.